Event description:
The facility's biomed technician reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.